Event description:
It was reported by the rep that the two lcsk5 and the one hp053 were used during a laparoscopic hysterectomy procedure. It was reported that the first instrument went to solid tone during the transection of the "ip". A second instrument was pulled which went solid tone on the culpotomizer. A third lcsk5 was pulled to complete the procedure. A new luke handpiece was used with these instruments and had to be replaced after the second blade went solid tone. There was no pt consequence.